Event description:
An altitude alarm was reported by the customer's pump on august 24, 2025. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to document the alarm and was able to resume insulin deliveries without further assistance or actions needed.